Event description:
It was reported that the tidal volume was inaccurate. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. According to the event log, the ventilator had generated alarms indicating a leakage; peep low, expiratory minute volume low, and vt inspiratory overrange. The test log showed that successful pre-use check was performed prior the event. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event.the conclusion is that there are no indications of ventilator malfunction during the ventilation period. The alarm generation indicates a leakage in the patient circuit system.